Event description:
It was reported that during the swg removal, it "stayed blocked in the patient." The surgeon removed the catheter with the swg and noted that the swg was unraveled. No consequence for the patient, another catheter was successfully used.

Manufacturer narrative:
(B)(4).